Manufacturer narrative:
The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: ¿swelling¿, ¿tumor¿, and ¿seroma¿. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reports "swelling, tumor, and seroma" of an unspecified side. The device remains implanted.